Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the impella 5.5 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 71-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease, diabetes mellitus, renal insufficiency, and dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The impella cp was placed during an independent case overnight with no abiomed support present. During ICU check-in, the bedside rn was holding manual pressure around the impella insertion site due to active bleeding and an expanding hematoma. ICU and cardiology physicians were at the bedside to assess the bleeding. Angle matching with the repositioning sheath was unsuccessful at mitigating the bleeding, and no preclose devices were deployed at the start of the case. Vascular surgery was consulted and placed a femstop proximally to the impella insertion site. Hemoglobin was downtrending, and two units of packed red blood cells and one unit of cryoprecipitate were ordered. Coagulopathy was identified as an underlying condition contributing to the blood loss. The patient survived to explant. Bleeding may be related to access-site complications, anticoagulation requirements, coagulopathy, and procedural factors during impella support.

Event description:
An impella cp device was inserted via the right femoral artery in a 71-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease, diabetes mellitus, renal insufficiency, and dialysis. The patient's clinical state prior to initiation of support was identified as scai shock stage d. The impella cp was placed during an independent case overnight with no abiomed support present. During ICU check-in, the bedside rn was holding manual pressure around the impella insertion site due to active bleeding and an expanding hematoma. ICU and cardiology physicians were at the bedside to assess the bleeding. Angle matching with the repositioning sheath was unsuccessful at mitigating the bleeding, and no preclose devices were deployed at the start of the case. Vascular surgery was consulted and placed a femstop proximally to the impella insertion site. Hemoglobin was downtrending, and two units of packed red blood cells and one unit of cryoprecipitate were ordered. Coagulopathy was identified as an underlying condition contributing to the blood loss. Cp was removed for surgical vascular repair and the patient survived to explant.bleeding may be related to access-site complications, anticoagulation requirements, coagulopathy, and procedural factors during impella support.

Manufacturer narrative:
B5 revised to include additional information. D4 revised. H6 updated to reflect additional information received.